Event description:
The patient¿s device was not removed for normal battery depletion. The device was implanted for 10 years but after 5 years ¿it gave out.¿ the patient experienced stinging and he would have to turn the stimulation up very high to help with the pain. He went to his health care provider (hcp) and the company representative was there ¿she said nothing¿s wrong with this.¿ it was noted that he was taking methadone, percocet and strong pain medications. The patient was in a lot of pain ¿pinched nerve, burning, stinging.¿ the patient kept telling them it was not working but no one listened to him. This was back in 2009. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n379123, implanted: (B)(6) 2013, product type adapter; product ID 3487a-33, lot # j0455161v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0454559v, implanted: (B)(6) 2004, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).